Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a low impedance warning which caused a polarity switch. It was noted that there was an out of range sensing integrity counter. The patient refuses surgery or hospitalization at this time. The rv lead remains in use. No patient complications have been reported as a result of this event.